Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not start up (no boot). There is no report of death or serious injury associated with the event.